Manufacturer narrative:
Event site address: (B)(6). Event site postal code: (B)(6). Upon completion of the investigation into this event a follow up report will be submitted.

Event description:
It was reported by getinge field service engineer (fse) that during preventive maintenance, the cs300 intra-aortic balloon pump (iabp) had a battery short run time malfunction. There was no patient involvement reported.